Event description:
A bariatric nurse coordinator contacted an allergan representative via email reporting that a patient experienced an infection, band slippage, and an erosion with the lap-band system. The patient died due to a "septic infection". Initial follow-up: months after lap-band surgery, the patient experienced a port site infection, which healed with unknown treatment. The patient followed up with a different surgeon complaining that the patient was able to eat more. The surgeon noted there appeared to be a band slippage and performed surgery. The surgeon noted an erosion during the surgery, removed the band and used an "omentum patch to seal the hole". The patient died due to septic infection. Further follow-up results: after at least two (2) years without a follow-up with the implanting surgeon, the patient came in to see a surgeon other than the initial implanting surgeon, with symptoms of a significant slip, including food intolerance, regurgitation, and vomiting. An upper gastro-intestinal x-ray series with (barium) contrast, per the surgeon, showed a "huge" anterior slip. During the surgery, to correct the anterior slippage of the device the surgeon also found an erosion. The surgeon found indications that suggest that the band had been inside the stomach for several months. The surgeon closed the hole in the stomach and placed an omental patch. A few days after the removal, the patient started to show signs of peritonitis; tachycardia, fever, and an elevated white blood cell count. The surgeon's partner was on call and did an exploratory laparotomy. A hole was found in the stomach, "probably the defect that was repaired days prior". Free barium was visible in the abdominal cavity (from another x-ray with contrast, that had leaked out the hole in the stomach). This hole was repaired and the abdomen was aggressively irrigated and high dose IV antibiotics given. Within hours after this, the patient expired. The surgeon stated that "in my opinion the slip, and probably the erosion were largely due to the patient's non-compliance, continued poor eating behavior, and never coming to follow-up with the patient's original surgeon". Upon allergan's follow-up with the explanting surgeon concerning the erosion, slip, ultimate peritonitis and death and the relationship of the device to these events, the surgeon stated: "while this would not have happened if the patient never had a band, the band didn't malfunction or create the slip or erosion. I think the patient was a poorly educated, non-compliant patient. If the patient had come in earlier, perhaps this would have turned out differently". No autopsy was performed.

Manufacturer narrative:
Taper ii. The product associated with this report has not been returned to allergan. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis; however, the device will remain with the medical facility. A visual examination to confirm or determine another connector type associated with this report can not be performed. Allergan has not received the product. Therefore, no analysis or testing has been done. The reported events are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probably cause for these events. Device labeling addresses the reported event of death, erosion, infection and band slippage as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur. There is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract. Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. Over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."